Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
The pt was revised because of a loose cup. Pt had previous acetabular fracture with hardware. Litigation papers were received which allege the acetabular cup eventually detached, disconnected, created metallic debris, and/or loosened from the pt's acetabulum, caused severe pain, inhibited pt's ability to walk, and required a revision surgery. The femoral head was added to the complaint record.